Event description:
Additional information received stated that the patient's entire drg system was explanted on (B)(6) 2021.

Manufacturer narrative:
A4 patient weight added to the report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-18344. It was reported that the patient was not receiving adequate therapy. Troubleshooting was attempted without success. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
Event date is estimated.